Event description:
It was reported that the bd plastipak¿ 3ml luer lock syringes had stopper damage noticed prior to use.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample received was evaluated and submitted to validated test and no deviation were observed. Based on sample evaluation and tests performed it was not possible confirm the complaint. Thus it is not possible confirm the defect of this complaint was related of bd process.

Manufacturer narrative:
The corrections are as follows: it was included that the device experienced leakage during use in addition to the aforementioned stopper damage.

Event description:
It was reported that the bd plastipak¿ 3ml luer lock syringes had stopper damage noticed prior to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3ml luer lock syringes had stopper damage noticed prior to use.